Event description:
Ous MDR - boston scientific received information that one day post implant, this right ventricular lead displayed loss of capture. A chest x-ray revealed the helix was retracted, but had not moved from the implanted position. There was no asystole as a result of this issue as the patient has an intrinsic junctional rhythm. A revision procedure was performed. This lead was removed, replaced and returned for analysis. Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explantation procedure. Blood penetrated the lead in these areas. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. The values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.